Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). At 10 am, the result from the laboratory was 2.6 inr. At 1 pm, the result from the meter was 3.4 inr. There was no allegation of an adverse event. The therapeutic range is between 2.5 and 3.5 inr. The customer was not anemic, did not take heparin or direct thrombin inhibitors, and did not have antiphospholipid antibodies. The customer was being fed intravenously for several days while in the hospital. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 258638) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.